Manufacturer narrative:
Product complaint # (B)(4). Batch # r57195. Device evaluation: the analysis found that one pse60a device was returned with no apparent damage and with one ecr60d cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, could not return blade. During the thoracoscopic lobectomy, after fired, found could not return blade. The surgeon pulled the knife reverse button several times to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.